Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer declined to provide their blood glucose value but did report high ketones. Ketone levels were identified as life threatening by health care provide. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue. Reportedly the customer suffered damage to their pancreas as it no longer creates the necessary enzymes for digestion, and the customer has to take medication. Customer was released one week after their admission. Reportedly, the customer had an alarm close to the time of event, however the customer could not recall the exact alarm. Additionally, it was determined that the customer had been using the supplies prior to the hospitalization for 4 days. Tandem technical support educated the customer that the pump supplies are only approved for 3 days of use.